Event description:
It was reported when the device was used during an unknown procedure, it fired malformed staples that resulted in an incomplete staple line. The case was completed without pt consequence.